Event description:
(B)(4).

Event description:
The programmer was returned to have software upgrades installed and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the device was returned and analysis found that a new handle was required and that the device was filled with cleaning fluid. The lower case and a circuit board were corroded and unusable due to the upper hinge plate being too damaged.